Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered a shock and recorded a code 1005. A code 1005 occurs when a shock impedance measurement greater than 145 ohms is recorded. This patient was admitted to the hospital and the field representative turned off shock therapy. Additional information has been requested but was not provided at this time. This crt-d remains in service. No additional adverse patient effects were reported.